Event description:
It was reported that during surgery with a colag screw, the introductory k-wire broke and was left in the patient. The surgeon reportedly prepared for screw placement by first using the guide wire and then reaming over the wire with the appropriate sized dril. After reaming and with the wire still in-place, the surgeon implanted the screw with the correct cannulated driver and handle (by hand). After placing the screw, the surgeon removed the wire and saw that the wire was shorted and broken at one end. An x-ray was captured and confirmed that the k-wire was broken off in the patient. The x-ray showed that the k-wire was advancing into the cortex and began to advance up the intramedullary canal of the tibia. The surgeon stated everything felt "smooth" during screw insertion. The broken piece of the wire was not able to be removed and remained in the patient.